Event description:
Pt was having a CT with contrast -- IV catheter was a 24 gauge bd insyte autoguard shielded IV catheter, contrast was 300 omnipaque. A power injector was used to inject the contrast at a rate of 2cc/sec, within the guideliness of that gauge catheter set by bd. After approx. 10 cc's of contrast injected the catheter began to leak. The contrast was stopped and the catheter checked. The catheter had separated from the hub. The IV catheter was removed from the pt's arm using kelly clamp with no incidence of catheter migration. Note: the facility has had 3 previous events of this nature with this product. The manufacturer has been notified each time and they have re-engineered the product. After this event they shipped the facility 3 boxes of the new product and have scheduled an on-site meeting.